Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency procedure, the catheter was after its expiration. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the ep catheter was returned and analyzed. Mechanical tests were performed, and visual analysis was performed. The expiry date of the catheter was 06. Nov. 2017, and the date of the event was (B)(6) 2018. Therefore, the time of the use was already passed the expiry date. The issue was confirmed through product analysis. If information is provided in the future, a supplemental report will be issued.